Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not recognizing the attached therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report a non-critical issue with their device's shorting plug accessory. There was no patient use reported with the event.

Manufacturer narrative:
Executive summary of the initial medwatch report indicates: the customer contacted physio-control to report that their device was not recognizing the attached therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event. Executive summary of the initial medwatch report should indicate: the customer contacted physio-control to report a non-critical issue with their device's shorting plug accessory. There was no patient use reported with the event. Evaluation: physio-control evaluated the customers device and confirmed the device as received had no issues delivering good energy into defibrillator analyzer. The paddles circuitry recognized impedance from 0-194 ohms. Physio-control evaluated the customers shorting plug accessory and verified when the shorting plug is installed the device doesn't see it as shorted. The customer was provided a replacement shorting plug accessory to resolved the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.